Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in a hotel room. The cause of death was a hypoglycemic seizure. The caller stated that the customer had diabetes, cardiovascular issues and neuropathy that may have led to the customer's passing. The customers blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. It is unknown if the customer was using sensors. The caller stated the customer was having issues with the pump as he was experiencing low blood glucose events, which led to the customer's passing. The caller declined to return the insulin pump for analysis.